Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were one bolus request made on (B)(6) 2017. Basal rate was set to 1.1 units per hour throughout the entire day. Complaint could not be confirmed. User may need to adjust basal rate settings to accommodate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme heat while the customer working in the kitchen. Reported blood glucose (bg) was 47 mg/dl and the cause of bg was unknown. Bg was addressed with carbohydrates. The customer had an alternate pump for insulin therapy.